Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Facility name - the full facility name was provided as "(B)(6)".

Event description:
The customer stated that they received erroneous results for one patient tested with coaguchek inrange meter serial number (B)(4). The patient was tested with the meter on (B)(6) 2017 at 08:59 and the result was 4.1 inr. The patient was then tested a second time on the meter on (B)(6) 2017 at 09:14 and the result was > 8.0 inr. The patient was tested a third time on the meter on (B)(6) 2017 at 09:18 and the result was 2.6 inr. The patient was also tested with the meter on (B)(6) 2017 at 10:02 and the result was 6.9 inr. The patient was tested a second time on the meter on (B)(6) 2017 at 14:49 and the result was 2.5 inr. The patient was then tested on (B)(6) 2017 using the doctor's coaguchek xs meter and the result was 2.4 inr. The result from the doctor's meter was obtained within 7 hours of the other 2 measurements performed on (B)(6) 2017. The doctor informed the customer of the result differences seen when using the meter. The patient's therapeutic range is 2 - 3 inr. The patient does not wash his hands prior to testing. The patient does not receive heparin or low molecular weight heparin. The customer's product has been requested for investigation. Relevant retention test strips (lot 176191) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The customer returned the meter and test strip code key for investigation. The meter appeared undamaged and clean on the outside. The returned meter was measured with the relevant retention test strips (lot 176191) and the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor 1: master lot and reference meter: 2.1 inr, retention strips and customer meter: 2.2 inr. Donor 2: master lot and reference meter: 2.1 inr, retention strips and customer meter: 2.1 inr. The maximum difference between measurements with the same blood sample was 0.1 inr. The returned customer material and the retention material are within specifications.